Manufacturer narrative:
The cyberknife robot moved to pick up the collimator; an error occurred during the xchange and the pneumatics were engaged. The iris was partially attached to the robot. The user began to move the robot to perch position; however, because the iris was only partially engaged and not fully attached, it was dropped back into the bucket of the xchange table. No users or patients were injured in the event. As a result of reoccurrence of the issue that was reported, this issue was reexamined and determined to be reportable. It was determined that the cause of the issue was a software anomaly affecting versions 11.x of the cyberknife software. A software fix and field action are in process to fix this anomaly.

Event description:
When the therapist exchanged to the iris collimator, the robot released the fixed collimator, moved to the iris and attached. It retracted up to four inches and then the iris fell back into the bucket on the xchange table.